Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited intermittent loss of capture. It was indicated the threshold measurements had increased and the output was no longer appropriate. As a result, the output was reprogrammed. It was indicated that patient was intubated at the time of the clinical observations due to unrelated septic shock. No additional adverse patient effects were reported.